Event description:
It was reported that while implanting an introcular lens, the slant of the cartridge was not smooth and it cut the conjunctiva causing bleeding. The surgeon used electrocautery and irrigation aspriation to treat the bleeding. After the procedure the patient was fine with no complications.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
The cartridge was visually inspected with the unaided eye and revealed that the sample was received opened and in its original package. Although the reporter stated that the actual unit was returned, the investigation results indicated that the sample was returned unused. The returned cartridge was visually inspected under microscope at 10x. The results showed no melting, roughness, dents, bent tips or a smashed condition. No defects were observed on the loading zone of the cartridge. Observed on the returned sample was that the cartridge had some stress marks. During the manufacturing process, the operators performed 100% visual inspection to all cartridges under microscope at 10x; stress marks are not allowed in the manufacturing process. A functional test could not be performed due to stress mark condition of the returned sample. Manufacturing record was reviewed and showed all manufacturing operations were in compliance. The documentation showed that all cartridges were released within specification when this lot was completed. All pertinent information available to abbott medical optics has been submitted.